Event description:
During a device follow-up, the review of patient follow-up data revealed that a stored mode switch episode was dated on september 26, 1876 at 9:32. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.